Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited low superior vena cava (svc) and rv coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.